Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03066. It was reported that the patient fell several years ago and the system stopped working. In turn, the patient had their system explanted.